Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, before placing lead into the body, it was noted that the lead could not be extended. Lead damage was also noted. The lead was ultimately not used and replaced with the new lead. There were no patient consequences.

Manufacturer narrative:
The reported events of ¿damage to the lead body¿ and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection of the lead found the outer lead insulation was cut consistent with procedural damage. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported events was due to insulation cut consistent with procedural damage and helix being clogged with blood/tissue.